Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, the device was approaching elective replacement indicator sooner than expected based upon settings and usage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device battery was pre/approaching recommended replacement time (rrt). Daily battery voltage trend data shows bat equal to 2.68 to 2.66 volts minimum between (B)(6) 2013 is just before device rrt less than equal to 2.62 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.